Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the infusion set; however, infusion set site was not compromised. After the current occlusion, customer resumed insulin therapy to resolve occlusion. Customer declined tandem technical support's offer to troubleshoot.